Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional relevant information becomes available.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route and frequency not reported), for peritonitis, every five days. At the time of the report, the patient had received three doses and had three more doses remaining. On an unreported date, the patient was re-trained on proper aseptic technique. At the time of the report, the peritonitis was resolving and the patient was recovering. Dianeal therapies were ongoing.